Event description:
On july 31, an amazon customer commented that the product was easy to use but not accurate. Customer used both of these test (celltrion diatrust) upon confirmed exposure to covid and they came back negative. A third test using a different brand (binax now) by a reporter with all covid-19 symptoms came out positive. The reporter recommended using another brand (binax now). Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).